Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: a visual and microscopic examination found that the balloon was torn longitudinally. The tear was situated 5mm proximal to the proximal edge of the proximal markerband. The tear extended proximally for a distance of 3mm. It was also noted that the shaft of the device was kinked at various position along its length. This type of damage is consistent with excessive force being applied to the delivery system. The tip was slightly flared. This type of damage is consistent with meeting an obstruction during an attempt to cross a lesion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the iliac artery. A 6.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. On the first inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.